Manufacturer narrative:
Corrosion was observed on the safety bar assembly.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe."

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device has not been returned for analysis at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe."